Event description:
The facility representative contacted baxter to report an intermate that had a leak that caused a breach in the fluid path. The pharmacist had filled the pump with natrium chloride and the pump leaked after it was sealed with the proper. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation.